Event description:
It was reported that a balloon rupture occurred. A 99% stenosed target lesion was located at severely calcified superficial femoral artery. A 2cm peripheral cutting balloon was selected for use. During the procedure, it was reported that a balloon rupture occurred. The procedure was completed with a non bsc device. There were no patient complications reported.